Manufacturer narrative:
Device has not yet been returned for investigation. Root cause is unknown at this time.

Event description:
During an x-ray it was identified that the right leg was shorter than the left leg. Upon physicians recommendation, prescription was adjusted. It was identified the nail no longer was lengthening. Patient underwent a revision procedure on (B)(6) 2020.

Event description:
Correction to lot # in section d.4.

Manufacturer narrative:
The precice stryde was received for functional and visual testing and the reported event was not confirmed. The returned precice stryde was observed and no damage was found. The root cause of the reported event was not identified. Review of the device history record for the nail confirmed that it met all of the required quality inspections.